Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. There was no harm caused by this problem to the patient and the shunt has remained implanted in the eye. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
An ophthalmologist reported that one week following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no patient harm and the shunt remains implanted in the patients eye. Additional information has been requested.